Event description:
Pt admitted through ER with lethargy, confusion and hip pain underwent hip surgery with zimmer bone cement. After the cement was placed and waiting for solidification, the pt's bp decreased suddenly 50/30. Full acls protocol did not revive the pt.